Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to a malfunction of the implanted system.

Event description:
Related MFR report: 3006705815-2020-31041.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31041. It was reported the patient's drg system leads at the left s1 and right l1 placements had migrated. The two leads were explanted and replaced without complications and the issue addressed.